Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 150 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.